Event description:
It was reported that during a lap duodenal switch procedure, when the min and max buttons are pressed they would intermittently activate. The original device was used to complete the procedure but was a nuisance to the surgeon. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.